Event description:
It was reported that a pump was alarming for a system error 322. There was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed. A physical inspection of the device found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switch to move in and out from the upper and lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. As a result, the upper auxiliary assemblies were replaced.